Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records info it appears that on (B)(6)2012, this pt became non-responsive during her dialysis treatment. The nurse intervened and the pt was responsive in about one minute. The pt was discharged home after treatment was completed. This pt has a well-documented medical history of hypertension and tachycardia. There is no documentation in the medical record that shows a causal relationship between the pt's dialysis treatment or dialysis products and the pt's unresponsive episode, tachycardia or hypertension. In addition, this pt has an extensive medical history for not taking medications or attending treatment. A historical record review of the production lots during a three month time frame from the time of event for this client has been requested, however, has not been completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2012, this pt's dialysis started at 06:22. At 06:36, the pt stated "I feel funny." The nurse attempted to replace the blood pressure cuff, (as it was loose), when pt began to wretch then became unresponsive. Her blood pressure was 206/131 and pulse 140. The nurse administered 400ml normal saline. Pt was responsive within 1 minute after fluid administration. Ultra filtration was left off. The pt completed treatment without further events and was discharged home ambulatory.